Manufacturer narrative:
Findings: unit passed the rewind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/ basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error . Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device has not been directly exposed to high magnetic field. The customer reported motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.